Event description:
It was reported that there was suspected undersensing and oversensing on the implantable loop recorder (ilr). No changes have been made and the ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)